Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). The hcp reported that the patient's ins was replaced due to reaching elective replacement indicator (eri). The hcp reported that the cause of the ambulation difficulties was unknown as they did not have the reports and the patient was to see a local neurologist regarding the matter. The hcp reported that the patient had called them regarding the issue. The hcp reported that the patient began having back pain prior to the ins replacement after trying to dig up a tree. The hcp reported that they had the patient turn their ins off, with no difference in the patient's pain even after 10 minutes. The hcp reported they had the patient turn their stimulation back on and stated that the back pain was not related to their ins, and it was unlikely related to the patient's parkinsons disease, but more likely they hurt their back doing yard work. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The patient reported that about 4 months ago they had a bad back accident trying to pull a tree out of their yard and it "kind of fell on them." The patient reported that they pushed if up and strained their back really bad and that it hurt really bad. The patient reported that since that they had been walking bent over at a right angle. The patient reported they could not seem to walk or run or anything like that and all their torso muscles were spasming. The patient was wondering if their device had anything to do with it. The patient reported that the change in their walking corresponded more with going into the clinic to change the batteries, which their healthcare provider did. The patient reported that they only changed the voltage or "one of those settings" by one placement so it was not a huge difference in the setting. The patient reported that the accident happened prior to the battery change and they thought they were walking straight up after the accident and prior to the battery change but they were not 100% sure. The patient reported that after the accident they went to the ER where they did all kinds of tests. The patient reported having an x-ray, and a cat scan looking at their spine and lumbar region where the major pain was. The patient reported that they were to the point where they were walking with a walker. The patient reported that they could stand straight up with it but if they took that away, they were stooped over to where their head was almost as low as their knees. No further patient complications have been reported as a result of this event.